Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the jaws of the device would not open once clamped on tissue. Surgeon was able to cut around the tissue and remove the device.